Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it exhibited an elevated power consumption, without any identifiable cause for the increase. The treating physician decided to provide a home monitor to the patient to obtain data for analysis during future follow-ups. The date will be shared with boston scientific technical services (ts) once available. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it exhibited an elevated power consumption, without any identifiable cause for the increase. The treating physician decided to monitor the patient remotely to obtain data for analysis during future follow-ups. Once data was collected and shared with boston scientific technical services (ts), analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it exhibited an elevated power consumption, without any identifiable cause for the increase. The treating physician decided to monitor the patient remotely to obtain data for analysis during future follow-ups. Once data was collected and shared with boston scientific technical services (ts), analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.